Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of the insulin pump was scratched which making it difficult to read. The button did not respond and to let go and repress. The insulin pump had couple error codes couple of times, sometimes backlight did not work and it was grinding during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.